Event description:
After the craniotomy procedure and carefully and properly disposing of the fluid in the gathered drape, the nurse observed a residual fluid in the warming solution pan (estimates of ~ 30cc or up to 1 inch depth in the pan).initially no inadvertent hole or tear was found in the drape that might cause the leakage into the warming basin, but the nurse saved the original drape. Upon closer examination by biomed and patient safety person and holding up to light, a scored line of about 6 cm was noted and suspected a tiny perforation somewhere along the course of this line. This perforation was not readily apparent at first glance. A test was performed isolating this area, and water did in fact pass thru beading continually and confirming the leak.the drape, which is supposed to act as a barrier for sterile the irrigation fluid was determined to be compromised. Fluid was found to have passed outside the barrier. This drape is a plastic sheet that lays in the basin of the warmer to act as a barrier to maintain sterility. Fluid is then poured into the drape-lined basin and is then warmed. No fluid should get past the drape as the warming pan itself is not sterile.investigation into clinical nursing practice revealed the use of a sterile beaked metal pitcher that would be dipped into the basin, extracting warm fluid and decanted into a bowl on the sterile operating field. It seems possible that if the fluid level was "low", this scoring and perforation could have occurred by dragging the beak of the pitcher along the bottom of the drape/pan.======================manufacturer response for irrigation solution warmer, ors 2038d (per site reporter)======================